Event description:
The account reported that the brake casters will set but they will not hold. The bed is located in the maintenance shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters had damaged stems which also damaged the caster supports. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters and supports to resolve the issue. Based on this info, no further action is required.